Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multi-rate infusor leaked. According to the report, there was leakage at the fill port during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed no physical abnormalities that could have caused the reported issue. Functional testing was performed and revealed a leak/backflow at the fillport. The leak was caused by particle approximately 0.25 square mm in size, located under the checkband. Fourier transform infrared spectroscopy identified the particle to be glass. The reported condition was verified. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch reviews were conducted for the reported lots and there were no deviations found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.